Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting they were having trouble connecting to their pump. Patient stated that there was a lag. Agent reviewed data and assisted patient in deleting data. Patient was able to connect to the pump with no lag at 90%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that when they tried to bolus, it took a long time, and it lagged at 90%. The agent reviewed information and assisted the patient with clearing the data after which the patient was able to connect to the pump without the issue. The patient was going to call back if further assistance was needed. The patient called again on (B)(6) 2026 stating that when they tried to connect to the pump the handset lagged for a long time at 90%. The agent reviewed data and assisted the patient with deleting the data after which the patient was able to connect to the pump with no lag. The patient was going to call back if they needed further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh9020tdd. Serial# (B)(6): product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reported that they couldn't get the handset to connect to the pump. Agent walked patient through steps to connect communicator to pump and to clear data and close all apps to clear the 90% lag. Patient was able to connect and request/receive a bolus. They later reported that they attempted again to connect to the myptm app and got stuck on the connecting screen. They closed all applications and reset the communicator. They were able to connect to myptm app. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that when they request a bolus, the handset stops at 90% for a long time. The patient¿s boluses were 4 x day. The agent reviewed data and assisted the patient in deleting data. The patient was able to connect to the pump with no lag.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.